Manufacturer narrative:
The medical records provided do not indicate a device failure or suspected device failure related to the bard mesh, nor do they indicate the cause of the patient's bowel obstruction or the "matted area". No sample was returned for evaluation. Based on the currently available information, no bard mesh device failure has been indicated, however, due to the limited information, no conclusion can be drawn.

Event description:
Attorney reported and provided medical records: on (B) (6) 2008-- the patient underwent surgery for an umbilical hernia repair with mesh implant, left inguinal hernia repair with mesh implant and excision of a right arm mass. On (B) (6) 2008-- per office visit, the physician reports that all of the wounds were healing well without evidence of infection. Pt was noted to complain of some bloating, diarrhea, with a poor appetite. The staple were removed. There was some concern that the patient may have some sort of partial obstruction possibly from the umbilical hernia repair. On (B) (6) 2008 -- pt presented to the hospital complaining of abdominal pain, distension, diarrhea, and nausea and vomiting. Admitted with a suspected diagnosis of post-operative small bowel obstruction. On (B) (6) 2008 -- patient underwent explant of the umbilical mesh and small bowel resection by means of exploratory laparotomy. Intra-operative findings included "the mesh was removed without any difficulty as it was a new hernia repair within the last couple of weeks. There was some ascites within the abdomen and a large amount of dilated, small bowel which seemed to be inflamed in and around where the hernia repair was performed. There was a matted area which may have been related to the mesh; however, the mesh separated easily from the area. There did not appear to by any infection involved. The small bowel was quite fibrosed and required resection". Discharged on (B) (6) 2008. On (B) (6) 2008-- according to an office visit, the doctor reports that the patient was doing well following the removal of the mesh. On (B) (6) 2008--per MDR office visit, no evidence of recurrence and the physician released the patient to full and active duty.